Event description:
On june 5, 2025, impulse dynamics regulatory staff were notified of an osm ipg explant and replacement that had taken place on (B)(6) 2025. The device had previously been unable to be interrogated or charged, which was initially reported on (B)(6) 2024. The ipg appeared to be flipped within the pocket, but it was later confirmed the device had been implanted that way 18 months prior and had not experienced interrogation or charging issues up to that point. After the explanted device was decontaminated at an approved decontamination facility, the device was received by impulse dynamics USA for further evaluation. The quality technician and product development investigators encountered the same inability to interrogate or charge the ipg; therefore, no meaningful evaluation (including electronic controls testing) could be performed. The device was then sent to the contract manufacturer, where it remains under evaluation.